Event description:
It was reported that errors 253 and 273 displayed. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.